Manufacturer narrative:
Neither the vocsn device nor the patient circuit used during the reported event were returned to ventec for evaluation. Based on the information available, ventec has determined that the likely cause of the broken patient circuit was insufficient adhesive where the cuff meets the connector. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the patient circuit being used to connect a patient to their vocsn ventilator broke at the cuff during patient use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, information for the vocsn device was not provided by the reporter, nor was the lot code of the broken patient circuit. As a result, serial number and lot code and UDI number are "unknown". (Device manufacturing date) shall be left blank.